Event description:
During the primary knee surgery, after the moto femur, insert and tibia were implanted the surgeon performed a range of motion control and an excessive tibial baseplate movement, along the x-axis, was observed. Due to this, the surgeon decided to convert the uka to tka, probably due to the fact that he may have felt the tibial preparation led to the tibia too medial and structurally compromised and unable to support uka. This decision, to convert to tka, extended the case roughly 20-25 minutes.

Manufacturer narrative:
Batch review performed on 22-jun-2022 lot 2109990: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.